Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4)2017. It was reported that no steps were taken to resolve the issue of charging every day. The patient stated that they spoke with their healthcare provider (hcp) and manufacturer representative who ¿found nothing.¿ the patient was told not to worry about it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that since having the implant she is charging every day and she wants to know why she is charging every day. Patient stated her setting is 4.0v, it's on 24 hours a day/ 7days a week. The patient has not recently been programmed or had their parameters increased. The patient was asked to sync with patient programmer (pp) and pp shows therapy is on, group a at 4.0v and ins battery icon is showing less than half charged on pp screen. The patient charges to 100% every day. The patient was asked to start a charging session and recharger screen shows ins icon is 1/3 to half charge and patient is getting 5 bars. The patient stated she is very familiar with the device because she has had it for several years patient stated the ins recharger icon is showing 100% charge. It was reviewed with the patient icon meaning on pp and recharger screen. The patient did not know if they were on high density settings. It was also reviewed due to setting usage patient may need to charge each day, charging is different for each person. It was recommended the patient follow up with healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.